Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported rise in power consumption. Analysis of the device revealed that the device passed functional testing and dimensional verification. Visual inspection revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Serious and life threatening adverse events, including thrombus formation, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 4.3w on (B)(6) 2016 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmr's generated that could be related to the reported event upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associate device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase of power consumption on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that the power increased from 4.5 to 6 watts, while flows were constantly above 10 lpm. The lactate dehydrogenase increased to 2300 and plasma hd to 0.6. The vad coordinator reports that powers increased to 13 watts. The patient was put on extracorporeal membrane oxygenation and heart transplantation procedure is in progress. Heart transplant occurred on (B)(6) 2016. The patient is doing well post-transplant.